Manufacturer narrative:
Findings: insulin pump passed the idle current measurement test, run current measurement test, self test, off no power test and unexpected alarm error test. However, compromised forced sensor alarm during the basic occlusion test and prime test at 4 lbs due to loose/protruded drive support disk. Unable to perform the occlusion and excessive no delivery test due to compromised forced sensor alarm. Pump received with no battery installed. Pump received with cracked case at the display window corner, cracked reservoir tube lip, cracked battery tube threads, missing end cap sticker, cracked reservoir tube and minor scratched lcd window. Data analysis: there is no data listed for the dated of (B)(6) 2017 due to pump received without battery installed.

Event description:
It was reported that the customer passed away in hospital. The customer was hospitalized on (B)(6) 2017 due to 2 silent heart attacks. The cause of death was cardiac arrest and arrythmia. The caller stated that the customer had other illnesses that may have led to the customer's passing. The customer¿s blood glucose was unknown at the time of death. The customer was not wearing the insulin pump at the time of death. The pump had been disconnected over 48 hours prior to passing. It is unknown if the customer was using sensors. The caller declined to return the insulin pump for analysis. The pump passed some functional tests, however a compromised force sensor system alarm occurred during the basic occlusion test and prime test at 4 pounds due to loose or protruded drive support disk.